Event description:
On (B)(6) 2010, this patient with a 90 degree angulated infra-renal aorta underwent endovascular repair of an abdominal aortic aneurysm. A gore excluder aaa endoprosthesis featuring c3 trunk-ipsilateral leg component and a contralateral leg component were deployed without incident. The contralateral leg component was used to extend the ipsilateral side. Attempts to cannulate the contralateral gate resulted in distal movement of the trunk-ipsilateral leg component approximately two millimeters. It appeared that cannulation of the contralateral gate was obtained. The contralateral leg component was deployed. However, completion angiographic images showed that the contralateral leg component was deployed outside of the contralateral gate. At the end of the procedure, it was noted that there was no perfusion into the right leg. This was corrected surgically. A proximal type I endoleak was also discovered on computed tomography. The procedure was ended and it was reported that the patient will be converted into an aorto-uni iliac combination with a femoral-femoral cross-over at a later date.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.